Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation: one photo was provided to our quality team for investigation. Through visual inspection, the blister pack paper was observed to be damaged. No photos or physical samples related to the incorrect quantity were received. A device history record review did not reveal any documented quality issues during the production of lot number 2006225 that could have contributed to this incident. During the primary packaging process, once the blisters are sealed and cut, they are introduced into the shelf package by a mechanical pusher. After the shelf-pack is filled, a weight system is used to verify the proper quantity is with the pack, rejecting any product that fails. While we could not identify a direct issue for either reported failure, it is possible the damaged blister pack was a result of a misalignment in the movement of the pusher which created a tear in the paper portion of the blister packaging. Additionally, a failure in the weight system may have resulted in the package not being properly rejected during the weight check.

Event description:
It was reported that bd plastipak¿ 50ml luer-lok syringe package was damaged. This was discovered before use. The following information was provided by the initial reporter: by this email, I hereby inform you that we have discovered a torn packaging of the bd syringe in a box of 240 units. In addition, for information purposes, we have accounted for an additional 6 units in 8 boxes of 240 units. 06 october 2020: update customer informed us that she made a mistake in her first complaint : I'm sorry, I just realized that I made a mistake in my complaint statement ref (B)(4): we counted 6 units less (and not more, as declared on 25/09/2020) in 8 boxes of 240 units (bd syringe 50 ml ll).